Event description:
Pt advised she dropped 1 of her pumps serial (B)(4) about 2-3 weeks ago and now, at least 5 times since then her pump will high pressure at her until she fiddles around to make it stop. She has not had any interruption in her infusion and she advised it high pressures when she first turns on the pump until she fiddles with it to stop. Pt reconfirmed no interruptions to her infusion and it is working fine but does want it replaced out. Pt advised she was hospitalized last week (B)(6) 2022 thru (B)(6) 2022 due to fluid overload and heart failure. Per pt her line was not infected, but by around that area where her line is she was sweating so it became sore and inflamed, it got better after she did a dressing change. No changes I IV line. No further information know. All known information is contained in this report. If any additional information is received it will be provided in a separate report. Photographs were not provided. Setflow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. This is a continuous infusion. Pump return tracking info is not available. No add'l info is available at this time. Did the reported product occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.